Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) to treat a blood glucose (bg) level. It was not reported if the customer experienced a high or low bg level. The customer declined to provide further information regarding the event.